Event description:
Patient reported obtaining a blood glucose result of - 100 mg/dl, while using the suspect device. Patient indicated that blood glucose was immediately retested, on a nurse's blood glucose monitor, with a result of - 300 mg/dl. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. No product was returned to manufacturer for evaluation.